Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo and eccentric. Aha/acc classification of the vessel was type c. The lesion length was 24mm and vessel diameter was 3.5mm. The procedure was an emergent case due to acute myocardial infarction (mi). Pre-dilatation was conducted with a 3.0x20mm balloon at 8 atm for 15 seconds. A 3.0x13mm cypher stent was implanted at 22 atm for 15 seconds. A 3.5x23mm cypher stent was implanted at 16 atm for 15 seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. A year and a half later, the patient developed acute mi and came to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stents. To treat the thrombus, balloon angioplasty was conducted with a 3.25x15mm balloon and aspiration was conducted. The patient recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated and anti-platelet therapy was stopped.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report # 9616099-2007-01526. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.